Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 25-sep-2024. H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. The reported complaint could not be replicated during functional testing. However, the event log did confirm the complaint via high alarm displayed: cassette not attached properly. Through visual inspection the downstream occlusion (dso) seal was lifting, causing the error code. The dso seal was replaced, and the device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-06222-00. Please reference file mrn 3012307300-2024-06220-00 for all details pertinent to this event.